Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 146 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to loose protruded drive support disk also, alarmed motor error during basic occlusion test due to loose protruded drive support disk; unable to perform occlusion test, excessive no delivery test due to prime anomaly. No compromised force sensor system alarm noted. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.